Manufacturer narrative:
This report was submitted after the 30 day due date as csi has retrospectively determined that this event meets the definition of a serious injury and therefore will be submitted as an MDR. The oad and guidewire were returned for evaluation. The initial examination of the handle assembly and driveshaft revealed the driveshaft to be fractured at the distal edge of the crown. The crown was intact and undamaged. The distal fractured segment of the driveshaft and tip bushing exhibited some adhered biological material. Examination in the area of the tissue did not reveal any damage that would have contributed to the accumulation. Examination of the guidewire revealed the proximal spring tip bond to be damaged and the spring tip coils to be deformed and stretched. The distal solder bond was intact and undamaged. There was some biological material observed on the guide wire spring tip coils. Examination in the area of the adhered tissue did not reveal any damage that would have contributed to the accumulation. The outside diameter of the driveshaft and crown were found to meet specifications. The returned guidewire exhibited damage consistent with the spinning driveshaft having come into contact with the spring tip. The proximal spring tip coils were detached from the proximal adhesive bond site. The fractured driveshaft section and guide wire spring tip were sent for scanning electron microscope (sem) analysis. Sem analysis confirmed fatigue striations on the fractured faces of the driveshaft filars. Cross section analysis of the crown weld did not identify any issues. The weld appeared normal and showed adequate fusion between the crown and driveshaft. The control knob was loose and traveled smoothly. An in-house test wire was loaded through the proximal fractured section of the device without issue. When tested using an in-house saline pump, the device spun during at low and high speeds with no abnormalities observed. The device was turned on and off numerous times with no issues observed. While performing functional testing the power cord, brake, and control knob functioned as intended with no abnormalities observed. At the conclusion of the failure analysis investigation, the reported event was confirmed. However, the root cause of the fractured driveshaft could not be conclusively determined. (B)(4).

Event description:
During a coronary orbital atherectomy procedure, the tip of a csi orbital atherectomy device (oad) became detached. Treatment of two calcified lesions was performed with the oad at low speed. Upon retracting the device from the second lesion, it was noted that the tip of the device had detached inside the patient. The device fragment was removed and the procedure was completed with balloon angioplasty and stent placement. The patient remained stable with no adverse consequences.